Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 1 dec. 2015: updating doi and dor as revision has not taken place. Taken from kennedy's spreadsheet 16 nov. 2015.

Event description:
Asr revision; asr resurfacing - hip side left; reasons for revision: unknown; doi: unknown. Update (B)(4) 2015: update hip side as left. ((B)(4))

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available.